Manufacturer narrative:
Eval: no testing methods performed; no results available since no evaluation performed; unable to confirm complaint; device not returned.

Event description:
On (B)(6) 2017, a patient (pt) reported to the affiliate in (B)(4) that he/she was diagnosed with a corneal ulcer and is using medication. On (B)(6) 2017 a call was placed to the pt and additional information was obtained as follows: pt reported redness, eye pain, and photophobia in both eyes on (B)(6) 2017 after wearing a pair of acuvue for oasys for astigmatism contact lenses for 1 week. Pt reporting not being able to open his/her eyes due to the photophobia. Pt reported presenting to an eye care provider (ecp) and was diagnosed with a corneal ulcer ou, the os being worse. Pt was prescribed hylogel lubricating drops 2mg/2ml every hour and vigadexa every 2 hours x 7 days, then every 4 hours x 2 days. Pt reported the eyes were better the following day, but is currently experiencing eye pain. Pt reported that the ecp requested a return visit in 45 days for evaluation, but he/she was not advised when to return to lens wear. Pt reported a wear schedule of 2 months and sleeps in lenses on weekends. On (B)(6) 2017 an email was received from the pt which contained the medical record from the ecp visit. The following information was received: dated (B)(6) 2017; ecp report indicates that the pt was seen on (B)(6) 2017, presented with photophobia and ocular irritation; contact lens user; exam: subepithelial corneal ulcer 0.1 x 0.1 ou, near the superior limbus, approximately @ 90 degrees. No additional medical information was received. The suspect lenses were requested for evaluation, but have not been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00l1k9 was produced under normal conditions. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
One opened contact lens case was received from the customer, which contained one lens for lot # b00l1k9. The lens met company standards for base curve, center thickness, and diameter. The visual inspection revealed an edge tear. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).